Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the use found a black spot on the tip of the 24g x 0.75 in (0.7 x 19 mm) angiocath catheter. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Confirmed: bd was able to confirm/reproduce the incident in question. Investigation comments: after analyzing the received photos, it was possible to confirm the presence of foreign matter on the catheter. However, the received photos do not have a good sharpness that does not allow to evaluate exactly the type of stain claimed. In addition, a ftir analysis would be required for a more precise determination of the type of foreign matter. Samples/photos: after visual analysis of the photos "(B)(6) photo 1" and "(B)(6) photo 2" of this claim, it was possible to confirm the presence of foreign matter (black spot) on the catheter. However the photos do not have a good resolution, which made it difficult to identify the type of foreign matter reported. DHR review: the batches of the packaged product 6209303 and the assembled set batch 6179393 referring to them were analyzed, but were no evidenced records of foreign/ no foreign matter in the product. Qn/ncmr review: there are no quality notification (qn) or non-conformity report records of foreign and no foreign matter for the claimed batch. Based on the investigations, it was not possible to conclusively determine the type of foreign matter and its possible source only through the related photos.